Manufacturer narrative:
Pr 11053745 follow up MDR for device evaluation: two photos and two physical samples were provided to our quality team for investigation. Upon visual inspection of the returned product, one quadrant of the plunger stem is observed to be broken on both products. A device history record review found no non-conformances associated with this issue during production of lot 2307798. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or cracks were observed on any of the plungers. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product getting jammed within the manufacturing equipment. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Description: the quadrant underneath the syringe plunger is broken.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.